Manufacturer narrative:
This device was evaluated on (B)(6) 2025. During the evaluation, discoloration around the f1 fuse on the circuit board was observed.

Event description:
The customer reported that this device was blowing fuses. Upon device evaluation, it was observed that there was discoloration around the f1 fuse on the control board.